Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 240 units of cold insulin, and the insulin gauge displayed 105 units. The customer's blood level was 370 mg/dl. Reportedly, the cartridge was reloaded successfully and received an accurate fill estimate.